Manufacturer narrative:
Covatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from 3 different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown. .

Event description:
Report received indicated that end user had signs of a rash located under the tape border within two days of use. It was reported that the patient discontinued use of the specific product.